Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On followup it was reported that there was no patient or staff impact and the status of the patient is stable after the surgery.

Manufacturer narrative:
H3: no conclusion can be drawn. No evaluation was performed, as the device was lost. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the perforator did not bottom out and stop after drilling out the bone. No patient impact reported. It was also reported that there was no damaged piece remained in the patient's body. The procedure was completed with the reported product(s).

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn, as the device was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction details: section a: age and patient sex details included section b: b1-changed from "product problem" to "adverse event and product problem" b5-event description corrected b7-patient medical history included imf code changed from f24 to f1205 ime code changed from e2403 to e2114 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during left parietal craniotomy for tumor debulking procedure, the perforator did not bottom out and plunged into the patient's brain. No known immediate complication reported. It was also reported that there was no damaged piece remained in the patient's body. The procedure was completed with the reported product(s).